Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. Pre-cleaning was performed according to the instructions for use. Pre-cleaning was performed immediately after the procedure. The time interval between the procedure and pre-cleaning steps was immediately after the procedure was completed. The scope was cleaned bedside. Full scope cleaning/reprocessing was completed following bedside cleaning. Leakage testing was performed according to the instructions for use (IFU). An olympus mu-1 maintenance unit leak tester was used, and the leakage testing was performed immediately before manual cleaning started. The leakage testing was performed for five (5) minutes and performed according to the IFU. Aniosyme synergy 5 detergent concentration was used, and immersion time was 0.25-0.3% for five (5) to ten (10) minutes during manual cleaning. The cleaning brush used for the instrument channel was the disposable endo select by technical care solution, e-s-s-1403 which was disposed of after a single-use. The instrumental channel/suction channel was repeatedly brushed until no debris was observed upon inspection of the endo select by technical care solution, e-s-s-1403 brush. The suction cylinder/instrument channel port were brushed until no debris was observed in the bristles of the brush. The correct size of syringe used to flush the device channels was thirty (30) cubic centimeters (cc). All channels were flushed with detergent. The biopsy valve, air valve, and suction valve were disinfected or sterilized by automatic endoscope reprocessor (aer). The water bottle was reprocessed by autoclave. Manual disinfecting was not performed. The aer used was a soluscope 3 and gallay along with soluscope c+ detergent and soluscope p and soluscope a disinfectant. The expiration date of the disinfectant solution used was march 2, 2023. The endoscope and aer were compatible in the aer manufacturer¿s IFU. The minimum effective concentration of the disinfectant solution was being performed by continuously through sensor in aer. The aer¿s disinfection process program was according to aer manufacturer¿s recommendation. The aer¿s disinfection process program was seven (7) minutes. The air/water channel, suction channel, and auxiliary channel were flushed with alcohol. The endoscope was dried prior to storage. The endoscope was stored in the storage cabinet. The scope was not stored in the storage cabinet with insertion tube and universal cord hanging vertically. It was unknown if the storage cabinet was well ventilated. A tip protector was not used during storage. The device was evaluated, and the reported issue was not confirmed. No fault was found. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was initially reported by the customer, the evis exera iii colonovideoscope was microbiologically cultured on (B)(6) 2022, and tested positive for heavy growth of pseudomonas aeruginosa. The positive finding went unnoticed, and the scope was used on a total of fourteen (14) patients between the dates of (B)(6) 2022, and (B)(6) 2022. Ten (10) of the fourteen (14) patients that the scope was used on underwent a polypectomy during their clinical examination and therefore the facility was considering as to whether the patients were placed at a higher infection control risk. The intended coloscopy procedures were completed under normal endoscopy conditions. The device had been inspected prior to use. No abnormalities were noted. The patients had no extended hospital stay, however did receive additional treatment of possible prophylaxis with antibiotics. No patient harm reported to date. The facility was in the process of reporting the incident to new zealand medicines and medical devices safety authority (medsafe). The facility suspected an issue with the scope (for example, biofilm), and wanted olympus to provide previous microbiological testing details from the last user of the subject colonoscope and a clear process map of how olympus managed such incidents. The reporter had requested further details on the enzymatic agent that was used to high level disinfect the scope and requested that the scope be cleaned with a dedicated biofilm removing agent, soaked for an extended period of time, and then retested before being sent to olympus for evaluation on the mechanical functioning. Patient 11 had a polpectomy on an unknown date with the contaminated endoscope. Patient 11 underwent a colonoscopy on (B)(6) 2022, for a post polypectomy bleed. The previous polypectomy procedure identified two (2) one (1) to 3 (three) millimeters polyps in the ascending colon that were removed. The polyps were removed with an olympus snare master via cold snare, eight (8) clips were placed, adrenaline was used, along with a hemostatic spray. The patient tolerated the procedure well, there was no delay and there was no patient harm. The patient was due for a follow-up phone consultation on the (B)(6) 2022. The batch lot for the snare master was unavailable. The patient was doing well, had no blood borne infections and no complications. This complaint is related to patient identifiers; (B)(6). This report is for patient 11 and (B)(6) for the first procedure involving a polpectomy with the snaremaster and suspicion of infection with the contaminated endoscope and post-polpectomy bleed.

Event description:
Additional information from the customer: the user received the loaner device from olympus 02mar2022. The endoscope continued to be used in other patient procedures and continued to be tested for microbial contamination after patient 11's polpectomy and exposure to the contaminated device. The subject device was used for patient (B)(6) on (B)(6) 2022. On (B)(6) 2022, sampling taken from unknown location of the subject device identified: a few colonies of pseudomonas aeruginosa isolated and a few colonies of gram positive organisms isolated identified as microbacterium oxydans. On (B)(6) 2022, sampling taken from unknown location of the subject device identified: enterococcus faecalis isolated 1-100 colonies, escherichia coli isolated 1-100 colonies and pseudomonas aeruginosa isolated 100 to 10,000 colonies. On (B)(6) 2022, sampling taken from unknown location of the subject device and identified: pseudomonas aeruginosa isolated 1-10 colonies, escherichia coli isolated 1-10 colonies, and enterococcus faecalis isolated 1-10 colonies.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: b5, h6, h10. Corrected field: d9. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was returned for evaluation. The device was evaluated, and the reported issue was not confirmed. No fault was found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure could not be established. No obvious deviation from IFU was confirmed from the review of the reprocessing steps the instructions for use (IFU) warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.